Event description:
Upon reviewing the download data for a (B)(6) male pt a service code 102 was revealed. Zoll customer support contacted the pt and issued him a replacement monitor.

Manufacturer narrative:
Device eval summary: device of monitor sn (B)(4) has been completed. The reported problem (service code 102) has been confirmed. Upon investigation, the positive lead of c19 and c20 (high voltage capacitors) and both leads of c21 were broken free from the solder pad on the defibrillation board. The broken solder connection caused a voltage surge, which resulted in thermal damage to the discharge resistor r45. The broken solder joints of the high voltage capacitors were likely caused by the monitor impacting a hard surface, as the monitor case showed signs of damage. No adverse event resulted from the damaged solder joints. The pt rec'd a replacement monitor.